Event description:
The patient experienced skin discoloration and blisters with clear drainage. No medical treatment was required.

Manufacturer narrative:
The glucowatch has not been returned to animas for evaluation. The user guide advises that some individuals may experience blisters, severe redness, and itching as a result of wearing the device.